Event description:
Complainant alleged that while treating a pt the device was attached to the pt via electrode pads and then prompted a "unit failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.